Event description:
It was reported that during a liver lobe resection procedure, the device's tissue pad came off and it did not fall into the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 11/10/2008. Information anticipated, but unavailable at this time.